Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the lead revision procedure, this right ventricular (rv) lead was positioned, however, once the lead was secured there were high out of range impedance measurements. Attempts to reposition the rv lead were made, but the helix would not retract. The doctor slowly tried to pull the lead but found the helix was extended; therefore, the physician decided to surgically abandon the rv lead and implant a new rv lead. No additional adverse patient effects were reported.